Event description:
It was reported that the insulin pump had a scratched screen that made the display illegible. The blood glucose reading was 110 mg/dl. The customer stated that the damaged occurred due to the way she wears the insulin pump. She also complained about the sensor glucose readings. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.